Event description:
It was reported that pump touchscreen was cracked and shattered, with damage under screen protector, and pump screen became unresponsive and illegible while pump was carried in pocket. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump under warranty and confirmed return via courier service.